Event description:
We currently have 2000 sigma infusion pumps with ac power adapters (part number 35727) which supplies 9 volts dc to the pump and also charges the batteries. We have had a significant number of failures with the pump ac power adapter connector that plugs into the back of the IV pump. The cable is pulling out of the connector, exposing the wiring and detaching from the pins of the connector. This causes a loss of power to the device and the batteries are not charging. This is a safety concern as patients may be on critical medications when the device alerts the user that it will soon power off.we notified our baxter rep of this device issue with not satisfactory resolution. As a result, we disassembled the connector and identified that the wire length going to the pins of the connector are too long. This prevents the strain relief part of the connector to tighten down properly on the cable when final assembly is completed because the full length of the strain relief is not holding the outer jacket of the cable. This appears to be a manufacturing issue.initially we replaced 50 failed adapters with new ones. After we identified the problem, we began repairing the connectors of the power adapters and to date we have repaired over 250. We continue to see approximately 10-12 every week come in for repairs.